Manufacturer narrative:
B: june 2024 was the reported month/year of the original complaint, but exact day not provided. E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged and contaminated downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the device alarming and nothing being on the screen when turning the device on. The results of the investigation found a damaged and contaminated downstream occlusion (dso) seal. There was no patient involvement.